Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week post implant, the patient experienced pacemaker syndrome, including shortness of breath, due to right ventricular pacing. It was further reported that the right atrial (ra) lead had dislodged and migrated into the right ventricle, causing ventricular safety pacing. Fluoroscopy revealed the ra lead migration. The ra lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.